Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high and variable thresholds and was dislodged. Several attempts were made to reposition the lead, however sensing was inadequate, there were high thresholds, and the lead continued to dislodge. The physician felt there was tissue in the lead tip and requested a new lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.